Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The literature review in this case reports a double-blind randomized controlled study involving 92 adult patients who received coblation surgery versus conventional tonsillectomy. It was reported that coblation was performed using the evac 70 plasma wand. The study describes two patients experiencing post-operative secondary hemorrhage requiring hospitalization. No relevant patient specific supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). Article: philpott cm, wild dc, mehta d, daniel m, banerjee ar. A double-blinded randomized controlled trial of coblation versus conventional dissection tonsillectomy on post-operative symptoms. Clin otolaryngol. 2005 apr;30(2):143-8. Doi: 10.1111/j.1365-2273.2004.00953.x. Pmid: 15839866.

Event description:
It was reported that on literature review ¿a double-blinded randomized controlled trial of coblation versus conventional dissection tonsillectomy on postoperative symptoms ¿, after surgery with an evac 70 plasma wand two patients had post-op bleeding requiring re-hospitalization. No further information is available.